Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
The event occurred on unspecified day in (B)(6) 2025 involving a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer. It was reported that blood was found in closed system IV extension system. There was a small crack in the microclave cap. There was reported patient involvement, but no patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.